Manufacturer narrative:
No medwatch form was received. The reported field event of high hv lead impedance was confirmed in the laboratory. The cause was due to an intermittent rv coil connection due to a missing weld on the rv shock coil to the crimp.

Event description:
It was reported that the patient presented to clinic after receiving an alert for high hv lead impedance. Review of stored records revealed noise on the rv channel. An increase in capture threshold was also noted, but still within range. The lead was explanted and replaced.